Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that when the ventilator was turned on, it got stuck at the screen. There is no reported patient involvement associated with this event.